Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of stent break. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed. Block h11: correction to d1: brand name; d2: common device name; d4: model number, lot number, catalog number, expiration date, unique identifier (UDI) #.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic stent placement procedure in the pancreatic duct, performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it was observed that the stent was torn/broken. Stenosis was not significantly narrow. The stent was successfully deployed and completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic stent placement procedure in the pancreatic duct, performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it was observed that the stent was torn/ broken. Stenosis was not significantly narrow. The stent was successfully deployed and completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.